Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A imp av sbm 4.7mm 4.5mm interface 10mm (item # avwb10) was received for investigation. Visual inspection of the as returned product identified minor signs of usage but no evidence of any significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the event.appropriate documentation was reviewed. DHR review was completed for the subject lot number (62600218). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (lot # 62600218) for similar event and no other complaint was identified.therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.no further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown, patient weight is not provided / unknown, unique identifier (UDI) number is not provided / unknown. Additional 510(k) number is k011245.

Event description:
Doctor reported fracture of the vestibular wall when placing the implant avwb10. Implant was replaced during the same surgery by a bigger diameter implant and bone regeneration performed. Tooth site # 19.